Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:02 on channel c was not confirmed or reproduced during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "channel c" error code : 814:02 was neither confirmed nor reproduced during product evaluation. However, quality engineering was able to confirm an 814:04 in the pump's event history. The root cause of this condition was assigned to a defective air in line printed circuit board. The pump head module on channel c was replaced in order to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 814:02 on channel c. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. Patient involvement is unknown. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. No additional information is available.